Event description:
It was reported to boston scientific corporation that a jagwire revolution was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2025. During the procedure, upon trying to remove the guidewire from the tome, resistance was felt and upon pulling the wire, it broke. It was reported that the core wire broke into two separate pieces. The procedure was completed with a different guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of core wire break. H11: investigation results: the returned jagwire revolution was analyzed, and a visual and microscopic inspection found that the tip was peeled and kinked. However, the core wire was not broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of core wire break was not confirmed. The results of the analysis performed on the returned device found that the core wire was not broken. The tip was peeled and kinked and those damages were likely to have occurred during the device manipulation. It is also possible that, in the procedure, an excess of force was applied to the device. For example, during the guidewire insertion or removal of the device through another device or the interaction with the scope or tools that could lead to the observed damages. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a jagwire revolution was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2025. During the procedure, upon trying to remove the guidewire from the tome, resistance was felt and upon pulling the wire, it broke. It was reported that the core wire broke into two separate pieces. The procedure was completed with a different guidewire. There were no patient complications reported as a result of this event.